Event description:
It was reported that the ventilator's turbine was not spinning up. The ventilator was not on a pt when the reported problem occurred. It is unk if the ventilator had an audible alarm when the reported problem occurred.